Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient condition was the cause of the limb ischemia. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. It was noted that malperfusion in the impella-inserted extremity developed during support. As a result, the device was removed prematurely.